Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint #(B)(4). We consider an open or not fully sealed electrode pouch to be a potential malfunction as the electrode contained therein might dry out as a consequence. A dried out electrode could malfunction when used. The claimed failure was caused by a protective sheet. The protective sheet extended into the sealing joint and was sealed. Therefore the pouch was not sealed at a length of about 5cm.

Event description:
On (B)(6), we have been informed by (B)(6), about a potential malfunction with a defibrillation electrode df31. It was reported: "we have received a complaint from one of our customers, that one of the defib electrodes (skintact df31l) was already opened. Consequently, customer rejected the electrode." No harm to a patient was reported by the customer.